Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis and bypass surgery/worsening of peripheral arterial disease leading to additional surgical intervention are listed in the biomimics 3d instructions for use and are known patient effects of endovascular/peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The subject was enrolled in the (B)(6) study on (B)(6) 2017. There was one device implanted. A biomimics 3d vascular stent (6.0 x 125mm) in the superficial femoral artery (sfa) proximal third in the right leg to treat a denovo occlusion. On the (B)(6) 2017 a restenosis of the treated segment (target lesion) was identified but did not require treatment. It was reported as not related to the device or procedure but to a worsening of the subject's pre-existing condition. On the (B)(6) 2018 a graft bypass of the segment involving the common femoral artery to the sfa proximal third was conducted to treat the worsening stenosis. It was reported as right sided endarterectomy in cfa and profunda artery with profunda-patch-plasty due to progressive disease course. It was reported as target lesion related. The event is now resolved and the subject has recovered. The device remains implanted.